Event description:
It was reported that the device was observed to be infusing a stat 100ml bag of propofol too fast. Intended dose was 10mcg/kg/min, however 239mcg infused in four minutes. The nurse attempted to pause the infusion, however, the medication continued flowing despite the pause command. This was also confirmed by customer biomedical engineering. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.